Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was being used to treat a severely calcified lesion in the ostium of the lad. The vessel was severely tortuous. No damage was noted to the packaging and no issues noted when removing the device from the hoop. The device was inspected and negative prep was performed with no issues. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device and excessive force was used during delivery. It is reported that the stent dislodgment occurred during removal following failed delivery. The stent remained in lad over the wire. A 1.5mm euphora balloon was passed through and the stent was dilated. A 2.5mm euphora balloon was then passed through and the stent was dilated and expanded successfully in the lad. Patient status is alive with no injury.